Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 18.4-18.6cm and 21.2-22.1cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 35.1-35.8cm, 36.4-36.7cm, and 37.7-38.20cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 25.5-26.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 19.6-21.4cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 7.5-10.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at these locations.

Event description:
This report is to advise of an event observed during analysis.